Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
An anterior vault of the lens was observed about one month post surgery to the left eye. Patient reported gradual onset of blurry vision. No complications or difficulties were noted during the original surgery. The surgeon noted that haptics would not stay in position in capsular bag causing tilting and residual refractive error. The reason for this vault is unknown. The lens was explanted and was replaced with another iol of the same model. The patient is reported to have no complaints about visual acuity post intervention.

Manufacturer narrative:
The device was not returned for evaluation. Device history records were reviewed and no discrepancies or anomalies were found. Based on the available information, the root cause of this event can''t be determined.